Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a patient with sah. Doi and the initial pressure setting are unknown. After implantation, it was confirmed through contrast radiography that csf did not flow through the abdominal catheter, so the abdominal catheter and the valve were replaced on (B)(6) 2016. The pressure setting of the removed valve was 120mmh2o. The patient is currently being monitored. From the results of contrast radiography, the surgeon suspects that the occlusion may have been caused by patient's condition, not shunt malfunction.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 120mmh2o. The valve was hydrated for about 26 hours. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The catheter was irrigated, no occlusion was noted. The valve was not leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008, with lot ctkbph, conformed to the specifications when released to stock in 9th september 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.